Event description:
Pt experienced irritation to nose, numbness and tingling to lips, dry cough, and eyes burning when exposed to cidex opa. No medical attention indicated. User changed to cidex 14 day solution and symptoms resolved.